Event description:
Srinivasan vm, singh r, karahalios k, et al. Endovascular embolization of basilar artery fenestration aneurysms: a 21-year institutional case series. Operative neurosurgery (hagerstown, md). 2023;25(6):521-528. Doi:10.1227/ons.0000000000000882. Literature was reviewed regarding "endovascular embolization of basilar artery fenestration aneurysms: a 21-year institutional case series." The objective of the study is to investigate the natural history and management outcomes of basilar artery fenestration aneurysms (bafas) and to describe the outcomes of bafas treated with endovascular embolization. The time frame of this study was from january 2001 to december 2021. Seventeen aneurysms across 17 patients were treated. The mean age was 56 years, and 15 (88%) patients were women. The following medtronic devices were used: pipeline embolization device, pipeline flex and hyperform balloon. Within the ¿flow diversion era¿ (after 2011), 2 of 11 cases were treated using flow diversion (fd). Fd treatments used for the 2 study patients were the original pipeline embolization device and pipeline flex. These cases involved off-label use of the pipeline embolization device and flow diversion. Both the patient's that had a pipeline did not experience any neurological deficits or symptoms. The aneurysms remained occluded. Additionally, the balloon used in each case was unknown so it is unknown whether or not the following events are associated with any medtronic device. Deaths occurred in the study population. There was one death in the study population. The context provided does not specify the exact cause of death. Among patient adverse events included the following complications noted in 5 patients: aneurysmal hemorrhage, thromboembolism, upper-extremity paresthesias, vasospasm, transient hemiparesis postoperative clinical outcomes (available for 16 patients): 12 patients showed favorable clinical outcomes, 3 patients were disabled, 1 patient died postoperative angiographic outcomes (for 15 patients): complete occlusion (raymond-roy occlusion classification [rroc] 1): 6 patients, near complete occlusion (rroc 2): 4 patients, incomplete occlusion (rroc 3): 5 patients, 2 patient needed retreatment.

Manufacturer narrative:
G2: citation: authors: srinivasan, v. M., singh, r., karahalios, k., scherschinski, l., essibayi, m. A., catapano, j. S., winkler, e. A., jadhav, a. P., ducruet, a. F., & albuquerque, f. C.. Endovascular embolization of basilar artery fenestration aneurysms: a 21-year institutional case series. Operative neurosurgery (hagerstown, md.) 6 2023. Doi:10.1227/ons.0000000000000882. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.